Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No scrolling number anomaly was noted. No moisture damage was noted on the electronics. The failed battery test alarm, battery out limit alarm, or weak battery alarm could not be verified due to the button anomaly. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
Customer's mother reported issues with the keypad of the insulin pump. Customer states that she also had failed battery errors. The blood glucose reading is 299 mg/dl. The insulin pump will be replaced. Nothing further reported.